Event description:
According to the reporter, during a colectomy, open procedure, the white flag interlock already engaged, the surgeon were having difficulty putting the unit together when attaching the top portion of the stapler to the hinge of the lower part. The user muscled it together and stapled, but the surgeon reported that the staple line was bleeding. Two different staplers  and reload was used and one staples had surgical blade exposed. A power stapler was used to finish the case.

Manufacturer narrative:
D10 concomitant product: gia8038s gia 80-3.8sgl use reload stap (lot#: p3c0474); gia8038l gia 80-3.8sgl use loadingunit (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d2, d9, g3, PMA / 510(k) #, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the stapler revealed the thumb pusher was disengaged. The instrument noted the plastic housing of the anvil side of the stapler was disengaged from the anvil. The single use loading unit (sulu) was jammed in the instrument. The instrument was observed not fully retracted. The visual inspection of the cartridge noted that the sulu was fully applied. Fully formed staples were present at the distal end of the sulu. Microscopic inspection of the knife blade displayed no damage. The cartridge cover was disengaged from the cartridge, and not received. The knife blade was disengaged. Functionally, the handle was reattached to the stapler and remained in position. The firing knob was reattached and the firing stroke was completed releasing the sulu. Since the sulu was damaged a representative sulu was used. The representative sulu unloaded and loaded repeatedly without difficulty. The representative sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. It was reported that the interlock was premature and the staple line was bleeding. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. Disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. This may also occur if an excessive force was applied to the cartridge or when the firing cycle was not completed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in its pre-fired position the firing knob should rotate to either side of the instrument. Do not rotate the firing knob during firing. Rotating the knob during the firing may cause damage and possible instrument malfunction. To open the instrument by pushing in on the black release button on the cartridge fork lever handle (located at the end of the instrument). Failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.